Event description:
The patient reported being hospitalized with elevated blood glucose of 20 mmol/l (360 mg/dl) despite bolusing through the infusion device every hour. Dates of hospitalization were not provided. The patient was diagnosed with ketoacidosis and treated with a "drip" overnight. During hospitalization the infusion device supplies were replaced and a2 (low battery) has been displayed. The patient resumed infusion therapy and after 6 hours blood glucose again elevated and the patient switched to injection therapy. The patient believes the infusion device does not properly display error message. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.